Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation finding and investigation conclusions and added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, and procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance: long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: paravalvular or transvalvular leak and hemolysis. Assessing aortic regurgitation: paravalvular. Small paravalvular regurgitant jets are common. They are hemodynamically insignificant. They may resolve within minutes to hours. No IFU/training deficiencies were identified. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to post-procedure care. The benefits of the device outweigh the risks associated with inadequate thv performance resulting in percutaneous intervention. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaint for paravalvular leak was unable to be confirmed due to lack of imagery. The complaint evaluation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, based on the complaint description, it is possible that the implanter did not fully inflate the balloon as a precautionary measure to prevent any subsequent damages that could have been caused by existing calcification/anatomy. Furthermore, it is possible that the calcification burden present could have further hindered the ability of the valve to form a proper seal on the annulus. Over time the patient had issues with anemia and hemolysis concerns post-implant and post dilation was performed. Available information suggests that patient factors (calcification) and/or procedural factors (under deployed valve) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the pvl cannot be confirmed, however may be related to patient/procedural factors described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The field clinical specialist (fcs) was informed by the physician that a patient required re-dilatation approximately 1 month and 13 days post tavr for a 23mm sapien 3 ultra in the aortic position via transfemoral approach. According to the fcs post tavr the implant looked very good even with ca+ burden. Small amount of pvl was deemed to be fine and no further measures taken. Approximately 1 month post implant patient had issues with anemia and hemolysis concerns. The paravalvular leak (pvl) on echo was determined to be similar from original implant, but decision was made to bav and post dilate. The procedure went well the patient if feeling better.